Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The ICD was reprogrammed, the por was cleared, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Power on reset (por) for write to locked random access memory occurred on (B)(6) 2013. (B)(4).